Event description:
The facility reported an infusion pump with air detection alarm. Information was not provided regarding whether or not the device was in patient use neither when the event occurred nor if any patient injury or medical intervention. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming, although requested, no additional contact information was provided.